Event description:
It was reported that the flexible stiffening cannula(s) were difficult to remove from the ultrathane pigtail multipurpose drainage catheter(s) during a gallbladder drainage procedure. The radiologist stated that twice during this procedure the stiffener could not be removed from the drainage catheter. It was noted by the radiologist that sometimes this issue is attributable to the thickness or compactness of the collection wall. However, in this situation, he believed it to be from the material of the device itself. A customer provided photo shows the drain folding like an accordion upon advancement/removal of the stiffener. Another manufacturer's drainage catheter was used to complete the procedure without further complications. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
D2a - additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product codes: gbo; lje. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.